Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Removal of loose femoral stem that had been in for over 20 years. Right hip. All items were sent to (B)(6) for implant retrieval study.